Event description:
The tip of the glidecath hydrophilic coated catheter broke off in the profunda of the patient's femoral artery. The broken piece was successfully retrieved by a snare and there was no harm to the patient.